Manufacturer narrative:
H.10 reflects all related report numbers associated with this product event that have been submitted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during a phacoemulsification surgery while proceeding to adapt the cannula the ophthalmic surgical device purged and the cannula fired removing a large part of the product. The surgery was completed using an alternative product, and there was no harm to the patient.

Manufacturer narrative:
No similar complaints have been received so far this lot number reported. No material deviations are reported on the used components (plunger, sleeve, sleeve cap, cannula). Material deviations were reported for the used glass barrel (related to damaged, broken collar, scratches). These deviations doesn't seem to be related to the reported complaint, however without the complaint sample this cannot be verified. This product was filled on filling line vfl03. Investigation of the batch record documentation filling showed that no deviations related to the complaint were reported: a sterile filtration is performed on this product. Afterwards a visual inspection is performed on all syringes before assembly, followed by an acceptable quality limit (aql) sample to verify whether the visual inspection was performed in a compliant manner. The syringes are rejected per defect type. The scrap percentage is within normal ranges for all defect types. This product was assembled on assembly line val02. During batch record documentation review, no in-process control deviations were reported related to this complaint during the assembly: at each start up, every 30 minutes and at the end of the working order a visual inspection is performed on 24 successive syringes. This to ensure that the syringe is not broken, that the tip cap is present and that the placement of the tip cap is correct (not loose/crooked): no deviations. No deviations were reported. The product is blistered on blistering line vbl04. During batch record documentation review, no in process control deviations were reported related to this complaint during blistering : at each start up, every 30 minutes and at the end of the working order a visual inspection is performed on 8 blisters and ok : no deviations reported. A functionality test is performed on the sample tested during final inspection and ok: all components are present and the syringe is functional. No sample is available for investigation. The complaint sample is necessary for further investigation but was not received at the manufacturing site. Review of the lot complaint history, manufacturing documentation and incoming inspection of components found no issues that would have contributed to the reported complaint. Since no manufacturing related issues are identified and no sample was returned, a conclusive root cause could not be determined. A potential root cause could be attributed to: a component related issue or incident during assembly or blistering. However this is unlikely as no material deviations related to the complaint seem to be reported and during in process control no deviations were reported concerning this complaint. Customer misuse. Possibly the cannula was not assembled correctly onto the syringe. Note: during the assembly procedure of the cannula attention should be paid to the correct positioning of the cannula, according to the instructions on the package insert. Based on analysis performed, no atypical trend is present for the reported lot. In the absence of an atypical complaint trend and as no manufacturing related issues were identified during the investigation, this complaint is not justified from a technical point of view. No further action is required. The manufacturer internal reference number is: (B)(4). Reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.